Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) had eroded out of the skin, as the patient scratched at it. The icm was removed and will be replaced once the patient is healed. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is not able to provide relevant information for infection related allegations. Infection is a known medical risk when the skin barrier is breached.

Event description:
It was reported that this insertable cardiac monitor (icm) had eroded out of the skin, as the patient scratched at it. The icm was removed and will be replaced once the patient is healed. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) had eroded out of the skin, as the patient scratched at it. The icm was removed and will be replaced once the patient is healed. No adverse patient effects were reported.